Event description:
(B)(4). I thought everything was going smooth even recommended it to people. Since then I've gained at least (B)(6) have had constant back pain. I swear I can feel "it" and my left leg constantly goes numb. I haven't had menstrual cramps since I was (B)(6) but after having the procedure I get them about 3 days before and during.

Event description:
(B)(4). Everything has gone down hill! Cramps are worse and for longer periods of time. My hair is falling out. I have "spasms" in my vagina area. I am set to have surgery to have the essure removed.